Event description:
It was reported that the pump screen display was partly dark, which affected the customer's ability to interact with and read the screen. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.